Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that they had a constant tone on the insulin pump and the screen was frozen. Customer's blood glucose was unknown at the time of incident. The customer also reported the time was advancing on the insulin pump, but the buttons were frozen. The customer could not recall any significant events leading to the keypad issues. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with frozen display and content tone due to faulty microchip on the mother board. Unable to verify unresponsive buttons due to frozen display. The insulin pump was received with corroded battery tube and minor scratches on the lcd window.